Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that patient passed away while using the omni pod system. As reported by her health care provider, cause of death was described as "relative to blood sugar and pump use". Additionally, per internal correspondence, it was also reported that patient had been trained on this system less than a month prior to passing, and since being trained patient had gotten sick with possibly a cold, as well as a flare up of gastroparesis; both of these events contributed to fluctuation of patient's blood glucose (bg) levels. Furthermore, prior to adjusting her settings, patient also reportedly had tendency to overtreat low bg levels; this would consequently lead to high bg levels for hours.